Event description:
Pt's contact called technical services stating that the pt had been having issues draining and wanted to know what could be causing this. Pt's contact then stated that she had to manually drain pt afterwards and drained out 3900 ml. An alarm was received during the fill but pt's contact was able to get passed it by repositioning the pt. Pt's contact was advised to o longer use the cycler and to contact her rn. There was no a tubing set/bag issue; pt was not connected. Manual fill 2,000 ml; manual drain volume 3,900 ml. Obtained information: post market clinical specialist called the dialysis clinic and spoke with pd nurse. The specialist found out that the pt does not use an iq card and the manual treatment flow sheets for the incident date were not available but will be obtained next month. The doctor and the nurses are aware of pt's draining problems. A CT scan was done to asses catheter which revealed no catheter issues. Pt was to be referred to a surgeon for further evaluation of the catheter due to drain problems but the nephrologist stated the evaluation of the evaluation was not needed as pt's draining were due to constipation issues. Pt had no adverse effects as a result of the large drain reported. Per pd nurse, there is nothing wrong with the cycler as pt's issues are constipation related.

Manufacturer narrative:
The treatment sheets for the event currently unavailable. A supplemental MDR will be filed upon receipt of additional information.